Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the patient presented to the hospital for a lead revision procedure. On (B)(6) 2021, the atrial lead was capped and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation of the pulse generator, the physician noted several alerts for inappropriate automatic mode switch (ams) episodes caused by atrial lead noise. Noise was reproduced during the visit via isometric testing. The physician decided that no intervention was needed at this time. The patient was in stable condition.